Event description:
The following has been reported: the patient presented cytokine release syndrome during the infusion. Medication: rituximab. Start of medication use: (B)(6) 2026 08:40. Infusion interruption adr: (B)(6) 2026 09:20. Infusion resumed: (B)(6) 2026 10:30. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.